Manufacturer narrative:
The reported event of ¿pacemaker found in back-up mode¿ was confirmed. The DHR was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. The reported event of ¿failure to interrogate¿ could not be confirmed.

Event description:
It was reported that during implant preparation the pulse generator was unable to be interrogated and was found in backup operation. There was no patient involvement.